Event description:
In 2004, the patient was re-admitted to the cardiac surgery ward on suspicion of sternal wound infection. Blood cultures were obtained and IV antibiotics started. Over the next few days, the lower end of the sternal wound became more swollen with erythema and small pustule was present. Five days later, the patient underwent re-exploration to open up the wound and allow it to drain. The patient had negative blood cultures, but persistent fevers which occurred typically once a day up to a high of 39 or 39.3. All blood cultures remained "no growth" throughout her hospital stay. A wound culture was obtained when the wound was explored, although she had already been on antibiotics for a few days. The wound culture only grew coagulase-negative staph from broth. After the wound was opened, the patient defervesced rather quickly, and her crp and white blood cell count came down. The patient received a total of 8 days of IV antibiotics.